Event description:
A philips field svc engineer reported that the heartstart mrx defibrillator showed a shock equipment malfunction error during preventative maintenance servicing. There was no pt involvement.

Manufacturer narrative:
(B)(4).